Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not sent to shirakawa plant, and also not sent to the repair dept of olympus, thus we conducted investigation from the obtained information. It is surmised that the defect occurred due to the damaged scope. As a result of checking the instruction manual and labeling of the product, there was no abnormality that would lead to this phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, video system center exhibited an intermittent image disappearance and became crispy. The image got restored after a restart. The image disappeared on one medicapture but in the other room the picture appeared on medicapture, the error occured sporadically and the video connections were checked. There were no reports of patient harm.